Manufacturer narrative:
The t:slim user guide states that failure to remove air from filling syringe and tubing may result in inaccurate delivery of medication. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported seeing air bubbles in the infusion set tubing on multiple occasions. The customer's blood glucose was not impacted during these events. The customer indicated that the air extraction technique was not performed. Tandem technical support advised to customer to extract the air during the loading process to help eliminate the air bubbles.